Event description:
This tube entered the patient's trachea, slipped past the patient's trach cuff and eventually perforated the patient's right lung during insertion. At no time during insertion was any dificulty encountered. The patient developed a tension pneumothorax requiring pleural tube insertion.